Event description:
The consumer reported that the patient experienced a loss or change of therapy in (B)(6) 2016 since a week or 2 after implant. The patient went off their medication myrbetriq to see how it would work. The patient still felt like they had to pee after being off it for 3 weeks and still had the urge and had urge frequency. The patient thought they put the device in on the wrong side. The left side worked best with the trial and for the device they put the permanent on the right side. The device had helped their diarrhea some. The patient's urge made them mess in their pants before they got to the bathroom for their bowel. The patient had bowel issues for 23 years and that was why they put the device in. The patient felt stimulation and therapy was on. The patient was on program 4 at 0.5v and couldn't increase to 0.6v because it was too uncomfortable and made their toes curl. The patient switched to program 1 at 0.8v and could feel stimulation in the vaginal area. The patient felt stimulation in the correct area. The situation was not resolved. Additional information received approximately a month later via the consumer reported the initial device program that the patient was on helped with the patient's bowels better, but the patient still had to take mybetriq to help not have to pee a little every few seconds. The urgency symptoms were not resolved. The patient was disappointed with it. So far the device had not helped the patient's urgency problem. If the patient had to go somewhere, she would usually "mess" on herself (her bowels). The device had helped on diarrhea some and how many times her bowels would move a day. It was indicated the new setting appeared to help the patient not feel the urge to pee so much, but the bowels were not as good. The patient preferred to have her bowels work better, that was the sole reason she was implanted. The patient noted she could take mybetriq for urinary urges. Additional information received may 23, 2016 via the consumer reported there were no changes in the patient's activity level or device programming that could have led to the bowel and urinary urgency symptoms. It was noted bowels were more important but the patient wished she could get bowels and urinary both right. Steps taken to resolve the urgency symptoms were noted as "vesicare, mybetriq, bladder sling." It was indicated prior to getting the device, in 1993, the patient came down with depression, anxiety, and 24 hours/7 days a week/52 weeks a year panic attacks. When the patient had to go out of the safety of the house, with no signs of it, the patient would have a bowel movement prior to the end of her driveway (approximately 100 feet). Usually the patient would take clothes with her, but mostly would go back home to clean up. The last year or two, the patient would have diarrhea 10 times a day, and had to restrict her life to staying by the bathroom at home for 23 years. Since getting implanted, the device had helped with diarrhea, with not as often and less times, but the urgency was not helped much. The patient would still have to take clothes and tried not to go anywhere because of "mess[ing]" herself up. The patient had no need to take vesicare or mybetriq for her urinary symptoms on the current setting, but it had not seemed to help her bowels as "good." The patient indicated she had overactive bladder and stress incontinence with her urinary symptoms. The indications for use for this patient were fecal incontinence and gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.